Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ varied injuries - ndr: unable to observe since it is not related to the device. ¿ cyst unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side "repeated encapsulations and permanent damage to muscle and removal of breast tissue from the scar tissue encapsulations and developed cysts in the breasts and inflammation and reproductive issues and swollen lymph nodes." The following events reported by the patient have been deemed not device related by allergan medical safety: (reproductive issues). Later reported "capsular contracture". Device has been explanted.

Event description:
Patient later reported, "baker grade IV".

Event description:
A patient reported, "repeated encapsulations", "damage to muscle", "cysts", "inflammation", "reproductive issues", and "swollen lymph nodes". The patient subsequently reported, "capsular contracture", baker grade unknown. Patient later reported "baker grade IV". The device has been explanted. This record is regarding the right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "repeated encapsulations and permanent damage to muscle and removal of breast tissue from the scar tissue encapsulations and developed cysts in the breasts and inflammation and reproductive issues and swollen lymph nodes." The following events reported by the patient have been deemed not device related by allergan medical safety: (reproductive issues). Later reported "capsular contracture". Device has been explanted.

Event description:
A patient reported, "repeated encapsulations", "damage to muscle", "cysts", "inflammation", "reproductive issues", and "swollen lymph nodes". The patient subsequently reported, "capsular contracture", baker grade unknown. Patient later reported "baker grade IV". The device has been explanted. This record is regarding the right side.

Event description:
Patient reported, "repeated encapsulations", "damage to muscle", "cysts", "inflammation", "reproductive issues", and "swollen lymph nodes". The patient subsequently reported, "capsular contracture", baker grade unknown. Patient later reported "baker grade IV". The device has been explanted. This record is regarding the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.7.